Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration unknown at 25mg/day) via an implanted infusion pump. The indication for use was malignant pain. It was noted that the pump was a god send as prior to pump use, the patient was on oral medication, and was a zombie. It was stated that the patient could not function with the family. It was reported that the patient was diagnosed with colon cancer about 6 years ago, and on (B)(6) 2017 the patient had been really sick and was not feeling well. The patient was nauseous and was having colon spasms, and felt like she had the flu. The patient was reportedly given anti-colon spasm medication, but it didn't help. It was noted that it was so bad that the patient could only eat small meals, and when she did she had to be sitting on the toilet. It was noted that the patient lost about 30 pounds over the last 1.5 months, and weighed (B)(6). The healthcare provider (hcp) reportedly tried to draw out spinal fluid, and stated that he didn't see anything wrong with the catheter. The hcp reportedly wanted to run some tests on the pump, and didn't think the pump was working properly as of (B)(6) 2017. The patient reportedly went back to the hcp, and it was determined that the pump was not working and that it had died (stopped). The hcp told the patient that she had been going through withdrawals, and that she would almost be done with the withdrawal. The patient was to call the hcp in a few days if she wasn't feeling better. The reporter was to follow-up with a healthcare provider. No further complications were reported or anticipated. Omitted information pertains to pe (B)(4)- pump stopped 2011.